Manufacturer narrative:
Hamilton medical comes to the following conclusion: safety ventilation can be triggered by switching to an adaptive mode. This behavior is addressed in the fsn/fsca FDA recall event ID: 91925. Correction: install software 1.2.2.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: sedierter patient, beatmet. Wechsel modi von asv auf (s)cmv+ danach alarmierung des c6 und switch in safety ventilation. Summary: device enters safety ventilation because of tvmc_ventcontrol:ctrlparam=9;value=-2147483648 in error log.